Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported patient had 30 and 31 placed. Patient has numbness and pain 1 week after placement. 1st we only took out #30. Symptoms still present, took out #31. Symptoms as a result of the event: pain, paresthesia, patient was still numb after antibiotics and steroids.

Manufacturer narrative:
Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads and markings from removal. There was no damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1279853. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1279853 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: numbness/paresthesia¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.